Event description:
It was reported to boston scientific corporation that a wallflex partially covered stent was to be removed during a stent removal procedure on (B)(6) 2012. According to the complainant, during the first attempt to withdraw the stent from the esophagus, the stent retrieval suture broke. The stent was inverted from the distal end and was removed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on preliminary investigation results, which indicate that damage is present to the stent and to the stent cover, this will be considered a reportable event. **additional information received since (B)(6) 2012** according to the complainant, the patient had a boerhaave's tear, which required a surgical repair. On (B)(6) 2012, the wallflex stent was placed to seal a persistent leak that developed following the surgery. On (B)(6) 2012, the patient underwent the planned stent removal as the leak had presumably healed. The stent was removed using rat-tooth forceps. Minimal tissue ingrowth was noted at the proximal uncovered portion of the stent. Following the procedure, the patient was admitted into the hospital for one day for observation. A barium swallow was performed and did not show a leak. No immediate harm was reported to the patient.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered stent was to be removed during a stent removal procedure on (B)(6) 2012. According to the complainant, during the first attempt to withdraw the stent from the esophagus, the stent retrieval suture broke. The stent was inverted from the distal end and was removed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on preliminary investigation results, which indicate that damage is present to the stent and to the stent cover, this will be considered a reportable event.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered stent was to be removed during a stent removal procedure on (B)(6) 2012. According to the complainant, during the first attempt to withdraw the stent from the esophagus, the stent retrieval suture broke. The stent was inverted from the distal end and was removed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on preliminary investigation results, which indicate that damage is present to the stent and to the stent cover, this will be considered a reportable event. **additional information received since (B)(6) 2012** according to the complainant, the patient had a boerhaave's tear, which required a surgical repair. On (B)(6) 2012, the wallflex stent was placed to seal a persistent leak that developed following the surgery. On (B)(6) 2012, the patient underwent the planned stent removal as the leak had presumably healed. The stent was removed using rat-tooth forceps. Minimal tissue ingrowth was noted at the proximal uncovered portion of the stent. Following the procedure, the patient was admitted into the hospital for one day for observation. A barium swallow was performed and did not show a leak. No immediate harm was reported to the patient.

Manufacturer narrative:
Additional information received since (B)(6) 2012. (B)(4).

Manufacturer narrative:
The device component relate to the device problem for the preliminary evaluation findings of stent and stent cover damage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A stent only was returned for analysis. It was noted that the stent had been inverted and two clips were present at both ends of the stent. A visual examination of the stent found numerous holes larger than 1.0mm in diameter in the silicone coating throughout the length of the stent. It was noted that no ingrowth was present. The green suture had detached from the proximal end of the stent and was not returned. The distal stent loops were broken and uncrossed. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label. The dfu state "the wallflex esophageal partially covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." In addition, the dfu state "warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended". However, according to the complainant, the stent was implanted to treat a leak following "a surgical repair" and was removed approximately four weeks later. The most probable root cause classification is user/use error.